Manufacturer narrative:
Reliability analysis inspected 1 random opened/used enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. The sensor failed with high readings.

Event description:
Customer reported via phone call that they experienced change sensor alarm and sensor error. Customer's blood glucose value was unknown. The customer stated that bad sensor alert occurred after a second consecutive calibration error. The customer declined to troubleshoot for sensor error. The sensor was returned for analysis.